Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain. The caller reported that the MRI mode showed that ¿eligibility cannot be determined¿ with a code of (B)(4). It was reviewed that it appears the lead location was entered incorrectly, and the patient will need to see a physician to verify MRI information. The patient¿s wife then reported that the patient¿s device hasn't worked and that the patient has had 4 neurostimulator and 7 spinal surgeries. They stated that the 1st device worked for 1 day, but then it quit working, and the patient has had 2 more since then. The caller mentioned that the patient has had 3 or 4 devices, but they couldn't remember specific dates since they didn't have their calendar with them. They stated that with one of the surgeries, the manufacturing representative couldn't be there, so the wrong product was brought and they had to do another surgery. The caller noted that the device worked for 2 days, but now it just buzzes and doesn't relieve the patient¿s neuropathy. They added that after the last surgery, the patient was reprogrammed 3-4 times. The patient is currently in horrible pain, and is now a mess. The caller noted the patient is on medications, but they don't kick in until 6:00, and their doctor thinks the patient is being anxious with the medications; the caller stated that¿s because the device doesn't work. The caller was very frustrated with the patient¿s experience with the device(s), and now the MRI eligibility issue. The caller was to reach out to their manufacturing representative and contact their physician for further assistance. No further complications were reported. It is unclear how many devices the patient has had, as device registration services indicates that the patient only has had 1 ins. Additional information received from the manufacturing representative indicated that the patient hasn't had 4 surgeries, and hasn't had 4 batteries. No further complications were reported. Additional information received from the manufacturing representative (rep) indicated that the patient was incorrect, as they have only have had one implantable neurostimulator (ins). They stated that the patient did not have 4 implantable neurostimulators. They were guessing that the third surgery the patient was referring to was their trial procedure. The rep noted that they have worked with the patient extensively, and the patient has not had great coverage since being implanted. They stated that the patient has coverage of their painful area, but it is not relieving their pain. The rep mentioned that the patient has decided not to use their device now. No further complications were reported.